Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of a change sensor alarm and cal error from the sensor. The customer stated that the monitor will read in the 40s mg/dl and shut off delivery at 60 mg/dl. The customer's blood glucose was 182 mg/dl. The customer received cal errors and change sensor alarm. The customer was sleeping when she received the low blood glucose alarm. The customer stated that the bad sensor alert occurred after a second consecutive cal error. The customer was advised to remove and change out the sensor. The customer will be sent replacement sensors.